Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got pump error alarms on insulin pump and they had high blood glucose. The customer¿s blood glucose level was 342 mg/dl at the time of the incident. The customer¿s current blood glucose level was 412.2 mg/dl. Customer treated for high blood glucose with insulin pump. Customer was able to complete pump rewind. Assisted customer with high pressure test and insulin pump passed test. The insulin pump will be returned for analysis.